Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device bearing was worn, and the motor was damaged and would not run. The device failed pretests for check for sticky speed trigger and check power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. The reporter's contact name and phone number were not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive device stopped working during use. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.